Manufacturer narrative:
The customer reported the tubing snapped below the drip chamber, and returned just the drip chamber, not the rest of the tubing, for material 10016073, lot unknown. Upon initial visual examination, the set verified the complaint of separation below the drip chamber. The drip chamber was examined under a microscope and insufficient solvent was found. A device history record review was not performed as the lot number is "unknown" for this complaint. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application by the assembler. The plant did not take any actions to address the failure as the line for material 10016073 was reactivated at a different bd plant, starting march 10th, 2025. The plant that produced this batch is no longer producing the material number. The plants are in communication regarding all quality issues during the changeover.

Event description:
It was reported that bd alaris gravity set was separated. The following information was received by the initial reporter with the following verbatim it was reported by the customer that a secondary bag of vancomycin was spiked using existing secondary IV tubing. However, after the bag was spiked, the tubing snapped directly below the drip chamber, resulting in medication leakage. As a result, the patient¿s dose was delayed while awaiting a replacement from pharmacy.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.